Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: ktt. D9: complainant part is not expected to be returned for manufacturer. Review/investigation. H3, h6: manufacturing location: monument. Manufacturing date: 29 april 2022. Expiration date: 01 april 2032. Part: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile. Lot: 790p220 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive. Lot: 717p986. (B)(4) pieces were scrapped at inspect 1; three for a damaged edge and two after being dropped. Production order traveler met all inspection acceptance criteria apart from the (B)(4) pieces noted. Inspection sheet met all inspection acceptance criteria apart from the three (damaged edge) pieces noted. Part: 04.037.942.2, lock prong, 130 degree, tfna. Lot: 698p281. Production order traveler met all inspection acceptance criteria. Part: 21127, timoagri16.00 bp80. Lot: 592p939. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4)was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). X-ray image provided shows a tfna construct placed at the left proximal femur. Visual analysis of the photo revealed that tfna fem nail ø10 le 130° l235 timo15 had broken in two pieces near the locking screw. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø10 le 130° l235 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mexico reports an event as follows: it was reported that patient experience a broken trochanteric fixation nail advanced (tfna) nail. Patient had previously been treated for left hip fracture on (B)(6) 2022. This report is for a 10mm/130 deg ti cann tfna 235mm/left - sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that in the hospital, a fracture in a tfna nail of an osteosynthesis of the left hip was performed in (B)(6) 2022. The nail was implanted in the patient on (B)(6) 2022.